Manufacturer narrative:
Section a2, a4 and a5: per regulation (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - lot#: unknown/ not provided. Section d4 - expiration date: unknown as product lot number was not provided. Section d4 - UDI #: a complete UDI # is unknown as product lot number was not provided. A partial number has been provided . Section d6a - implant date: not applicable. Vrt ai tubing is not an implantable device. Section d6b - explant date: not applicable. Vrt ai tubing is not an implantable device; therefore, not explanted. Section e1 - telephone number: (B)(6). Device evaluation: the vrt-ai was not available for evaluation, therefore no testing could be performed. The reported event could not be confirmed. Manufacturing record evaluation: the manufacturing records for the vrt-ai could not be reviewed as no lot number was obtained. Therefore, manufacturing record review could not be performed. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during an operating room procedure involving phacoemulsification with the vrt ai tubing, a rupture of the capsule occurred. As a result, a vitrectomy will be performed on the patient, and an enclavation lens will be implanted. The patient¿s current status and details regarding recovery or further medical attention remain unknown. No additional information was received. This report is for the vrt-ai. Different reports will be submitted for the other suspect products.